Event description:
It was reported that during a procedure at the user facility, the device was determined to be overheating. No patient impact, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The technician was unable to duplicate the reported heat, and no components were found to be in a state which could cause or contribute to that failure.

Event description:
It was reported that during a procedure at the user facility, the device was determined to be overheating. No patient impact, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.